Manufacturer narrative:
All of the buttons functioned properly during testing. However, moisture damage was noted to keypad traces. The insulin pump passed the reset error test with no alarm. The insulin pump was received with a cracked reservoir tube lip, cracked case at a display window corner, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states the buttons are unresponsive. The customer's blood glucose at the time was 250mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis. The customer is being sent out a replacement pump, but declined to return their pump at this time.